Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a preface sheath. It was reported that while using the preface sheath, it was confirmed that the check valve was broken. The preface sheath was replaced and the issue was resolved. The procedure was completed without patient consequences. Additional information received confirmed that it was the hemostatic valve of the preface sheath that was broken. However, it is unknown if the hemostasis was compromised. Therefore, this event is being conservatively assessed as a reportable malfunction. No adverse event to the patient has been reported.

Manufacturer narrative:
The device history record (DHR), manufactured date and expiration date have been provided on february 20, 2018. Therefore, expiration date and device manufacture date have been populated. The device history record (DHR) for the lot number 17661405 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Initially it was reported that the hemostatic valve of the preface sheath was broken. It was unknown if the hemostasis was compromised; therefore, this event was conservatively reported. The biosense webster, inc. Failure analysis lab received the device for evaluation on february 21, 2018. The biosense webster, inc. Failure analysis lab noted that the hemostatic valve is separated from the preface sheath. This issue is an assessed reportable malfunction. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a preface sheath. It was reported that while using the preface sheath, it was confirmed that the check valve was broken. The preface sheath was replaced and the issue was resolved. The procedure was completed without patient consequences. Additional information received confirmed that it was the hemostatic valve of the preface sheath that was broken. The returned device was visually inspected and the vessel dilator was received fully inserted into the cannula sheath. Per visual analysis, the hemostasis valve cap was received not properly fixed on the cannula hub thread. No anomalies observed neither on the hemostasis valve nor on the brim of the cap received. However, the thread (snap ring) of the cannula hub was observed damaged. Also, a couple of seemingly tool caused damages could be observed in the neck of the hub, right at the below part of hub. Then, the cap ID and the cannula hub thread outer diameters were measured and there were found within specification. However, cannula hub thread outer diameter was found out of specification due to the damage condition on thread. Additionally, a scanning electron microscope (sem) testing was performed on the damaged area and the results showed that the hub presented evidence of marks of an unknown device and material deformation. Therefore, it¿s very likely that the interaction with the unknown device may have caused the observed hub material deformations found. No other anomalies were observed during the analysis. A manufacturing meeting was performed and the results showed that this issue is not related to the manufacturing process since it was unable to duplicate and the process meet specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The complaint reported by the customer as ¿hemostasis valve/hub-separated¿ was confirmed due to the valve cap was found not properly fixed on the cannula hub as received. In addition, damages on the neck of the hub and on the thread (snap ring) of the cannula hub were observed. The cause of the damages in the neck of the hub and on the thread (snap ring) of the cannula hub could not be conclusively determined during the analysis. Manufacturer's reference number: (B)(4).